Manufacturer narrative:
(B)(4). Retainer ring=black. Partial display due to moisture damage to lcd glass. Insulin pump passed displacement test. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.